Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet underdelivered. The reporter stated that there was an "under delivery of sodium chloride 30% due to ventilation failure¿ (no further information available). This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional accuracy testing was performed with sodium chloride and sterile water and no errors occurred; the accuracy test performed was within the acceptable limits. Visual inspection with magnification was performed and observed no crystals. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.